Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
A complaint from the literature review 'safety and efficacy of impella rp support for acute right ventricular failure complicated by cardiogenic shock: post market approval subanalysis of the cvad registry" was received. The review monitored 110 patients over 3 years who were implanted with an impella rp pump. Symptoms encountered by an unknown quantity of those patients included major bleeding and hemolysis.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the hemolysis issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue and the hemolysis issue was not determined since product was not returned and insufficient clinical information provided, and data logs were not available.